Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a small atrium. One clip was successfully implanted. To further reduce mr, an additional clip was inserted. It noted that during deployment steps, the clip was seen deployed from the clip delivery system (cds). Therefore, the physician started to remove the cds. However, the clip detached from both leaflets. The clip was snared and removed from the patient. Mr was reduced to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip deployment failure, resistance while advancing the cds through the guide, and tissue injury were unable to be determined. The reported complete clip detachment was a cascading event of the reported clip deployment failure. The reported embolism was a cascading event of the reported complete clip detachment. The reported patient effect of embolism and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and removal of foreign body were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.